Event description:
It was reported from patient's family that after recent replacement, the patient started experiencing more seizures and different seizures where they would wet the bed. No other relevant information has been received to date.

Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.

Event description:
The provider stated they have not seen the patient since reimplant. No further action can be preformed. No other relevant information has been received to date.